Event description:
It is reported that a spike broke off upon impaction and had to be removed.

Manufacturer narrative:
Results and conclusions evaluation: as returned, the longer spike on the spike arm has fractured at its base due to a stress concentration inherent to the design. This is a design that has been previously addressed by adding radii of 0.020 inches to the bases of the spikes. The device has a potential field age of over 9 yrs. Device history records indicate all components were manufactured and inspected to specification at the time.